Event description:
Literature was reviewed regarding a patient with pre-existing conduction disturbances (triple bundle branch block) who underwent transcatheter pulmonary valve replacement with a medtronic 25 mm harmony valve to treat severe pulmonary regurgitation. The valve implant was successful, and no conduction abnormalities were detected during the procedure. Three days later, the patient experienced dizziness and bradycardia, and advanced atrioventricular block was subsequently revealed on electrocardiography. A temporary pacemaker was initially inserted, but a cardiac resynchronization therapy defibrillator was ultimately implanted three days after that due to biventricular dysfunction and pacing dependency. As recounted, the patient recovered well and was discharged twelve days after the harmony implant.

Manufacturer narrative:
Citation: sasaki t, kawasaki y, sugiyama h. Delayed high-grade atrioventricular block following harmony transcatheter pulmonary valve replacement in a patient with repaired tetralogy of fallot and systemic sarcoidosis. Cardiol young. Published online june 3, 2026. Doi:10.1017/s1047951126113389 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.